Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump occasionally squirts out during priming. The customer's blood glucose level was unknown at the time of incident. Customer also stated that the battery compartment was cracked and the insulin pump had diminished battery life. Advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.